Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a3, b5, b7, d6a, d10, g3, h1, h2, h6 corrected: b2, h6 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial temporomandibular joint replacement approximately three years ago. During the procedure, zimmer biomet implants were implanted on the left and competitor products were implanted on the right. The patient had the competitor product removed on an unknown date. The patient is still experiencing pain, malalignment, pressure towards the left ear, preauricular tenderness on palpation and malocclusion on the left side. Further, the surgeon noted that the patient's anatomy could be contributing to the event. A custom implant is being made for the patient's left side; however, no further intervention has been reported to date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2, h6 and h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial temporomandibular joint replacement on an unknown date. Subsequently, the patient underwent a revision procedure on an unknown date due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 - report source - foreign - norway. The device has not been returned to zimmer biomet; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.